Event description:
It was reported that the patient was hospitalized due to elevated blood glucose levels accompanied by high ketones. Details regarding treatment were not provided. The patient's legal guardian reports they had been 'hospitalized twice this month'. This is incident 2 of 2 reported. Insulet ref (B)(4) reports the first incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to elevated blood glucose levels accompanied by high ketones. Details regarding treatment were not provided. The patient's legal guardian reports they had been 'hospitalized twice this month'. This is incident 2 of 2 reported. Insulet ref (B)(6) reports the first incident. Additional information received on 07aug25 after a follow up call with the legal guardian. The patient was hospitalized once this month. Insulet ref (B)(6) reports the first incident (MDR ref 3004464228-2025-31729-00).

Manufacturer narrative:
See b5 for additional information. This MDR is being cancelled.